Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented with ventricular tachycardia/ ventricular fibrillation (vt/vf). Log files were submitted for review and captured clusters of pulsatility index (pi) events from (B)(6) 2025 to (B)(6) 2025. The event log file also captured one low flow estimate when the pi was elevated on (B)(6) 2025. The estimated flow fluctuated below 2.5 lpm threshold. The event was brief and didn¿t generate the alarm. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the event log.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," lists arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.